Event description:
Caller reported a malfunction on the pump, which displayed a malfunction code. The error did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no severe adverse impact. The customer attempted to reset the pump with assistance, but the malfunction recurred. Customer support decided to replace the pump, and the caller agreed to use a manual injection method as a backup in the meantime. A replacement pump with updated software was arranged for delivery, and the customer was advised on returning the faulty pump properly.